Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 45.9cm from the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded, and the tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.00mm x 8mm emerge balloon catheter was selected for use. However, when package was opened, the shaft of the balloon was broken. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.00mm x 8mm emerge balloon catheter was selected for use. However, when package was opened, the shaft of the balloon was broken. No patient complications were reported.